Manufacturer narrative:
(B)(6) 2024 - we were notified of a patient with a retained capsule. Frm-0089c - capsule incident questionnaire was sent to the customer to gather more information. (B)(6) 2024 - we were notified that the physician wanted to remove the capsule from the patient and after that will complete the form. (B)(6) 2024 - we were notified that the patient had crohn's disease and anemia, the patient was looking to have the capsule removed on the week of the 19th of august. (B)(6) 2024 - customer informed us that the capsule was removed and mailed in for the download. (B)(6) 2024 - the capsule arrived at the download center for video download and frm-0089c was received indicating the patient had a preexisting condition (ibd with hx of partial hemicolectomy permanent ileostomy) and that the capsule was removed on (B)(6) 2024. (B)(6) 2024 - the video was successfully uploaded to capsocloud.

Event description:
(B)(6) 2024 - we were notified of a patient with a retained capsule. Frm-0089c - capsule incident questionnaire was sent to the customer to gather more information. (B)(6) 2024 - we were notified that the physician wanted to remove the capsule from the patient and after that will complete the form. (B)(6) 2024 - we were notified that the patient had crohn's disease and anemia, the patient was looking to have the capsule removed on the week of the 19th of august. (B)(6) 2024 - customer informed us that the capsule was removed and mailed in for the download. (B)(6) 2024 - the capsule arrived at the download center for video download and frm-0089c was received indicating the patient had a preexisting condition (ibd with hx of partial hemicolectomy permanent ileostomy) and that the capsule was removed on (B)(6) 2024. (B)(6) 2024 - the video was successfully uploaded to capsocloud.